Event description:
It was reported during a cpc/customer phone call that the pump alarms "syringe empty" however there is still approximately 1ml left in the syringe with syringe infusions. Intermittent syringe medications are alarming infusion complete, however still having 4.5-5mls of medication left in the syringe. This was a generalized complaint. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: reason code for no evaluation, if other specify, imdrf annex a, b, c, g codes & manufacturer narrative. Omit: c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported during a cpc/customer phone call that the pump alarms "syringe empty" however, there is still approximately 1ml left in the syringe with syringe infusions. Intermittent syringe medications are alarming infusion complete, however still having 4.5-5mls of medication left in the syringe. This was a generalized complaint. There was patient involvement but no patient harm.